Manufacturer narrative:
Correction was made to b5. H2) additional information was added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for procedure. It was reported that when trying to take a localized spin, the middle button on the hand switch wasn't working. Troubleshooting was performed and the manufacturer representative (rep) also tried the foot pedal and another hand switch from different system. The issue still occurred. The rep then rebooted the system, the issue was resolved. There was patient present during the event and no surgical delay. There was no impact on patient outcome. Additional information was received stating the site was able to spin. It appeared the hardware part (hand switch) caused the issue.

Event description:
Medtronic received information regarding an imaging system being used for procedure. It was reported that when trying to take a localized spin, the middle button on the hand switch wasn't working. There was patient present during the event and no surgical delay. Impact on patient outcome was unknown.

Manufacturer narrative:
H6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.